Event description:
It was reported that the patient experienced multiple bent cannula events, which led to hyperglycemia, and was treated with external insulin on (B)(6)2026.

Manufacturer narrative:
MDR (B)(4). / initial 1 of 2 this emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380